Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the dyonics power ii footswitch was too hot, and the plug in cable was cut. No delay was reported and the procedure was finished with a smith and nephew back-up device. There was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed a cut on the cord with exposed wires. A functional evaluation of the device did not reveal any malfunction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for cut in cable plug, has been associated with unintended use of the device. Factors that could have contributed to the failure include fatigue from repeated bending of the cord during extended use and crushing or shear force induced on the cord inconsistent with normal use. The root cause for overheating of device could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.